Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The ccu did fail functional testing with no hd-sdi video output. All other video outputs normal. Cause of dead hd-sdi output is a defective electronic component on the dsp module pcb. Ccu passes functional testing with a known good dsp module pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported by customer that device presented connectivity issue.